Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed continuity resistance test and sensor failed per specifications.

Event description:
The customer reported via phone call that he received large differences between sensor and blood glucose readings. Blood glucose level at the time of the incident was not provided. Troubleshooting was not completed due to the customer removing the sensor. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.